Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-mar-2020. The most recent information was received on 30-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), amenorrhoea ("no menstrual periods"), menorrhagia ("haemorrhagic periods"), migraine ("migraines"), ear disorder ("ear disorders"), nasal disorder ("nose disorders"), laryngeal disorder ("throat disorders"), tinnitus ("tinnitus"), hyperacusis ("hypersensitivity to noise"), toothache ("toothache"), musculoskeletal pain ("muscle and joint pain"), dry mouth ("dry mouth"), affective disorder ("mood disorder"), cognitive disorder ("cognitive disorders"), amnesia ("memory loss"), abdominal distension ("bloating"), flatulence ("flatulence"), irritable bowel syndrome ("irritable bowel syndrome") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, amenorrhoea, menorrhagia, migraine, ear disorder, nasal disorder, laryngeal disorder, tinnitus, hyperacusis, toothache, musculoskeletal pain, dry mouth, affective disorder, cognitive disorder, amnesia, abdominal distension, flatulence, irritable bowel syndrome and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, amenorrhoea, amnesia, cognitive disorder, dry mouth, ear disorder, fatigue, flatulence, hyperacusis, irritable bowel syndrome, laryngeal disorder, menorrhagia, migraine, musculoskeletal pain, nasal disorder, pelvic pain, tinnitus and toothache to be related to essure. The reporter commented: currently awaiting an appointment for surgery, with a view to removal of the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 20-mar-2020. The most recent information was received on 08-oct-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') and haemoperitoneum ('haemoperitoneum in the interhepatorenal space after essure removal') in a 42-year-old female patient who had essure (batch no. 627736) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), amenorrhoea ("no menstrual periods"), menorrhagia ("haemorrhagic periods"), migraine ("migraines"), ear disorder ("ear disorders"), nasal disorder ("nose disorders"), laryngeal disorder ("throat disorders"), tinnitus ("tinnitus"), hyperacusis ("hypersensitivity to noise"), toothache ("toothache"), musculoskeletal pain ("muscle and joint pain"), the first episode of dry mouth ("dry mouth"), affective disorder ("mood disorder"), cognitive disorder ("cognitive disorders"), the first episode of amnesia ("memory loss"), flatulence ("flatulence"), irritable bowel syndrome ("irritable bowel syndrome") and fatigue ("chronic fatigue"). In 2017, the patient experienced pain ("diffuse pain"), asthenia ("chronic asthenia"), the second episode of dry mouth ("dry mouth"), vulvovaginal dryness ("dry vagina") and the second episode of amnesia ("memory loss"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2020, the patient experienced adnexa uteri cyst ("para-tubal cyst on the left"). On (B)(6) 2020, the patient experienced haemoperitoneum (seriousness criteria hospitalization and medically significant) with tachycardia, post procedural hypotension and post procedural haemorrhage and complication of device removal ("complication of device removal"), 11 years 9 months after insertion of essure. The patient was treated with surgery (bilateral laparoscopic salpingectomy, essure removal and revision surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, amenorrhoea, menorrhagia, migraine, ear disorder, nasal disorder, laryngeal disorder, tinnitus, hyperacusis, toothache, musculoskeletal pain, affective disorder, cognitive disorder, flatulence, irritable bowel syndrome, fatigue, fibromyalgia and adnexa uteri cyst outcome was unknown, the haemoperitoneum and complication of device removal had resolved and the pain, asthenia, the last episode of dry mouth, vulvovaginal dryness and the last episode of amnesia had not resolved. The reporter provided no causality assessment for adnexa uteri cyst, asthenia, complication of device removal, fibromyalgia, pain, vulvovaginal dryness, the second episode of amnesia and the second episode of dry mouth with essure. The reporter considered abdominal distension, abdominal pain, affective disorder, amenorrhoea, cognitive disorder, ear disorder, fatigue, flatulence, haemoperitoneum, hyperacusis, irritable bowel syndrome, laryngeal disorder, menorrhagia, migraine, musculoskeletal pain, nasal disorder, pelvic pain, tinnitus, toothache, the first episode of amnesia and the first episode of dry mouth to be related to essure. The reporter commented: the procedure removed both devices in full. An hour and a half after the operation, the patient presented with tachycardia and hypotension. Revision surgery was performed due to haemoperitoneum in the interhepatorenal space, due to bleeding from a hysterotomy suture. The postoperative course was simple. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in (B)(6) 2020: presence of a para-tubal cyst on the left and absence of para-typical or malignant cells. Lot number: 627736, manufacturing date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: case (B)(4) identified as duplicate case of this case, all information was transferred to this case (retained): patient demographics; lab data; reporter added; events added "diffuse pain", chronic asthenia", dry mouth", dry vagina", memory loss", fibromyalgia", para-tubal cyst on the left", "hemoperitoneum after essure removal" with "tachycardia" and "hypotension", "complication of device removal". FDA MFR number of duplicate case was 2951250-2020-14773. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), amenorrhoea ("no menstrual periods"), menorrhagia ("haemorrhagic periods"), migraine ("migraines"), ear disorder ("ear disorders"), nasal disorder ("nose disorders"), laryngeal disorder ("throat disorders"), tinnitus ("tinnitus"), hyperacusis ("hypersensitivity to noise"), toothache ("toothache"), musculoskeletal pain ("muscle and joint pain"), dry mouth ("dry mouth"), affective disorder ("mood disorder"), cognitive disorder ("cognitive disorders"), amnesia ("memory loss"), abdominal distension ("bloating"), flatulence ("flatulence"), irritable bowel syndrome ("irritable bowel syndrome") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, amenorrhoea, menorrhagia, migraine, ear disorder, nasal disorder, laryngeal disorder, tinnitus, hyperacusis, toothache, musculoskeletal pain, dry mouth, affective disorder, cognitive disorder, amnesia, abdominal distension, flatulence, irritable bowel syndrome and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, amenorrhoea, amnesia, cognitive disorder, dry mouth, ear disorder, fatigue, flatulence, hyperacusis, irritable bowel syndrome, laryngeal disorder, menorrhagia, migraine, musculoskeletal pain, nasal disorder, pelvic pain, tinnitus and toothache to be related to essure. The reporter commented: currently awaiting an appointment for surgery, with a view to removal of the device based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], haemoperitoneum in the interhepatorenal space after essure removal [haemoperitoneum] , abdominal pain [abdominal pain] , bloating [bloating] , no menstrual periods [amenorrhea] , haemorrhagic periods [bleeding menstrual heavy] , migraines [migraine] , ear disorders [ear disorder] , nose disorders [nasal disorder nos] , throat disorders [laryngeal disorder nos] , tinnitus [tinnitus] , hypersensitivity to noise [sound sensitivity increased] , toothache [toothache] , muscle and joint pain [arthromyalgia] , dry mouth [dry mouth] , mood disorder [mood disorder] , cognitive disorders [cognitive disorders] , memory loss [memory loss] , flatulence [flatulence] , irritable bowel syndrome [irritable bowel syndrome] , chronic fatigue [chronic fatigue] , diffuse pain [diffuse pain] , chronic asthenia [asthenia] , dry mouth [dry mouth] , dry vagina [dryness vaginal] , memory loss [memory loss] , fibromyalgia [fibromyalgia] , para-tubal cyst on the left [paratubal cyst] , tachycardia after essure removal [tachycardia] , hypotension after essure removal [post procedural hypotension] , complication of device removal [complication of device removal] , bleeding from a hysterotomy suture [bleeding of suture site] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-mar-2020. The most recent information was received on 08-dec-2024. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and haemoperitoneum ("haemoperitoneum in the interhepatorenal space after essure removal") in a 42-year-old female patient who had essure inserted (lot no. 627736). Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal" on (B)(6)2020). There was no information on the patient's medical history or concurrent conditions. On (B)(6)2008, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), amenorrhoea ("no menstrual periods"), heavy menstrual bleeding ("haemorrhagic periods"), migraine ("migraines"), ear disorder ("ear disorders"), nasal disorder ("nose disorders"), laryngeal disorder ("throat disorders"), tinnitus ("tinnitus"), hyperacusis ("hypersensitivity to noise"), toothache ("toothache"), arthralgia ("muscle and joint pain"), a first episode of dry mouth ("dry mouth"), affective disorder ("mood disorder"), cognitive disorder ("cognitive disorders"), a first episode of amnesia ("memory loss"), flatulence ("flatulence"), irritable bowel syndrome ("irritable bowel syndrome") and fatigue ("chronic fatigue"). In 2017 she experienced pain ("diffuse pain"), asthenia ("chronic asthenia"), a second episode of dry mouth ("dry mouth"), vulvovaginal dryness ("dry vagina") and a second episode of amnesia ("memory loss"). In 2018 she experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2020 she experienced haemoperitoneum (seriousness criteria hospitalisation and medically important). E in (B)(6) 2020 she experienced adnexa uteri cyst ("para-tubal cyst on the left"). On unknown date she experienced tachycardia ("tachycardia after essure removal"), post procedural hypotension ("hypotension after essure removal") and post procedural haemorrhage ("bleeding from a hysterotomy suture"). The patient was treated with surgery (bilateral laparoscopic salpingectomy, essure removal and revision surgery). Essure was removed on (B)(6) 2020. At the time of the report, the haemoperitoneum had resolved and the latest episode of dry mouth, latest episode of amnesia, pain, asthenia and vulvovaginal dryness had not resolved. The outcomes for pelvic pain, abdominal pain, abdominal distension, amenorrhoea, heavy menstrual bleeding, migraine, ear disorder, nasal disorder, laryngeal disorder, tinnitus, hyperacusis, toothache, arthralgia, affective disorder, cognitive disorder, flatulence, irritable bowel syndrome, fatigue, fibromyalgia, adnexa uteri cyst, post procedural hypotension and post procedural haemorrhage were unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, amenorrhoea, the first episode of amnesia, arthralgia, cognitive disorder, the first episode of dry mouth, ear disorder, fatigue, flatulence, haemoperitoneum, heavy menstrual bleeding, hyperacusis, irritable bowel syndrome, laryngeal disorder, migraine, nasal disorder, pelvic pain, tinnitus and toothache to be related to essure administration. No causality assessment was received for essure with regard to pain, asthenia, the second episode of dry mouth, vulvovaginal dryness, fibromyalgia, the second episode of amnesia, adnexa uteri cyst, tachycardia, post procedural hypotension or post procedural haemorrhage. The reporter commented: the procedure removed both devices in full. An hour and a half after the operation, the patient presented with tachycardia and hypotension. Revision surgery was performed due to haemoperitoneum in the interhepatorenal space, due to bleeding from a hysterotomy suture. The postoperative course was simple. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] in (B)(6) 2020: presence of a para-tubal cyst on the left and absence of para-typical or malignant cells. Lot number: 627736 manufacture date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-dec-2024: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.